Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure, at the moment of closing the stapler, the knife is coming out of the start position and can not be pulled back again. A new reload was used to complete the procedure. There was no patient injury.